Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing leaked at the connection. No patient harm was reported. After the event, the event reporter believes that there may have been a drop of fluid on the gland after the syringe was disconnected which is expected product behavior, however the product was not saved after the event. Nursing leadership arranged follow up training for staff on product use.